Event description:
It was reported that during a vats lobectomy procedure, the surgeon said that the tip of the device was broken. This situation happened twice in this surgery. The first instrument is a new device, but the second instrument is a reused one. The surgeon didn't notice the broken tip until the generator alarmed. He found the first instrument tip broken then changed to another reused instrument, but the tip broke again. The surgeon changed to a third instrument to finish the surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # l92u90. Additional information was requested and the following was obtained: just for clarification, did the titanium blade/tip break? Yes, the titanium blade/tip broke in the middle. Were there any issues with the tissue pad? If yes, please explain. The white tissue pad had the burns on it but didn¿t break. Did the broken piece fall into the patient? If yes, was it retrieved? The surgeon can¿t find the broken piece but is sure it¿s not in the patient¿s body because they had checked by x-ray. If the piece was retrieved, is it returning with the device or was it disposed of? The surgeon can¿t find the broken piece. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: can you please clarify which part of the device is being referred to as the "tip". Did the titanium blade tip break or did the white teflon tissue pad detached? Did the broken piece fall into the patient? If yes, was it retrieved? If the piece was retrieved, is it returning with the device or was it disposed of?